Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure the physician found that the lead insulation layer was twisted after the helix was deployed. The procedure was completed without implant of the right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
Additional information: d9, h2, h3, h6, h10 the reported event of insulation was twisted was confirmed. As received, a complete lead was returned in one piece. X-ray inspection of the lead found the inner coil was severely overtorqued at the connector region. The cause of the reported event was isolated to overtorqued inner coils at the connector region, consistent with procedural damage.